Manufacturer narrative:
This report was originally submitted on 1/27/2017, in an incorrect format. This was initially discovered on 8/23/2017, and this is being re-submitted on 8/24/2017.

Event description:
Patient posted on an internet blog on (B)(6) 2016; they had a voice prosthesis that had a "flap" that "curled" causing fluids to be aspirated. The fluid aspirating then lead to pneumonia. Follow up was conducted with the patient and it was confirmed they received treatment for pneumonia following fluid aspiration.